Event description:
It was reported the pt had not used his scs system for years. The pt reported extreme pain at the pocket site. The pt was instructed to a see a physician regarding the issue. Attempts to follow up with the pt have been unsuccessful

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.